Event description:
The dealer reported that the gas cylinders are seizing up on the chair. This issue could leave a user in an unwanted tilt position or it could affect the casters and they could be stranded.